Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed bypass tubing was not connected properly, restrictor was connected at turbine end not flow valve end. The service technician connected bypass tubing properly and the ventilator passed tidal volume and flow tests. The ventilator passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 experienced leaks and is not reaching tidal volume. At this time, it is unknown if there was any patient involvement associated with the reported issue.